Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Technical services (ts) discussed the option of submitting a copy of device data for engineering analysis or the option of continued monitoring until elective replacement indicator (eri) is reached. No adverse patient effects were reported. This device remains in service. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Technical services (ts) discussed the option of submitting a copy of device data for engineering analysis or the option of continued monitoring until elective replacement indicator (eri) is reached. No adverse patient effects were reported. This device remains in service. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the device was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Technical services (ts) discussed the option of submitting a copy of device data for engineering analysis or the option of continued monitoring until elective replacement indicator (eri) is reached. No adverse patient effects were reported. This device remains in service. This product is part of the emblem s-ICD premature depletion update (B)(6) 2020 advisory population. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the device was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Analysis of the device was completed.